Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during lithotripsy procedure, the fiber broke inside the patient. It was noted that a piece was stuck in the patient and that the fiber break caused damage to scope used as well. No further information provided on the procedure outcome. There were no patient complications.

Event description:
It was reported that, during lithotripsy procedure, the fiber broke inside the patient. It was noted that a piece was stuck in the patient and that the fiber break caused damage to scope used as well. No further information provided on procedure outcome. There were no patient complications.